Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of plaque in the right superficial femoral artery, mid location, with a lesion length of 150mm and artery diameter of 8mm, the everflex entrust stent experienced partial deployment at the target site within the patient vasculature. The vessel was both pre-dilated and post-dilated. The instructions for use were followed without issue, and the thumbscrew/lock-pin was checked and removed prior to attempted deployment. The stent remains in the patient, and no attempts were made to remove it. The delivery system was safely removed. The procedure was completed by cracking the handle open and pulling the system. No patient symptoms, complications, adverse outcomes, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.